Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. Prior to the hospitalization, it was stated that the customer had bi-pass surgery and experienced complications. It was also stated that the driver arms of the insulin pump were rusty. Troubleshooting was performed and the insulin pump failed the lead screw test. The insulin pump passed the self-test.

Manufacturer narrative:
The insulin pump was received with corroded, rusted and stiff drive nut assembly. Unable to test further due to the drive not anomaly.